Event description:
It was decided at a follow-up meeting to this event to submit a voluntary medwatch report. Moderate burns were caused by a heat therapy lamp determined to be too close to the pt. When the lamp was examined at the time of the incident, it was discovered that the sleeve cap surrounding the height adjustment slide had broken off and was missing. This allows free play which could have allowed the lamp to slide down to the level where the safety pin was engaged. (2-4 in. ). It was undetermined if this was a contributing factor in this incident, however users should be warned to monitor correct distance (28") between lamp and pt. Also, sleeve caps which prevent height adjustment freeplay should be examined for cracks during routine service.